Event description:
Additional information received reported there was better analgesic efficacy in the right knee by ¿sme.¿ there was stabilization focused on the knee. The event was recovered.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had no pain. The loss of efficacy was resolved on (B)(6) 2012.

Event description:
It was reported there was undesirable simulation and loss of efficacy. Lead migration and movement was noted. The patient was reprogrammed and the device was repositioned as an intervention. The outcome of the event was unknown. The event required surgical intervention and hospitalization. If additional information is received on outcome a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3898, serial # unknown, implanted: (B)(6) 2012, product type lead; product ID 3898, serial # unknown, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported the cause of the lead movement was the electrode was unstable in the post-implantation period. Repositioning of the lead occurred on (B)(6) 2012.